Manufacturer narrative:
Follow-up #1 date of submission: 11/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: during investigation, the pump alarmed with a call service (cs 069) during the rewind step. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, the battery compartment was cracked. The pump casing was also cracked near the right hand corner of the display lens. Moisture was observed in the display lens. The pump failed a leak test at the battery compartment, display lens, and in the pump casing. Evidence of moisture corrosion was found on a small portion of the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an issue with call service 069 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.